Event description:
Related manufacturer report number: 3006705815-2023-01037. It was reported that the patient's leads had migrated. The issue was confirmed via fluoro imaging. As a result, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024, where both the leads were revised and thereby restoring therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.